Event description:
It was reported that patient presented for routine follow-up. Device was found to be in backup vvi mode. It was noted that patient had a surgical procedure previously using electrocautery. Device download was successfully performed, and the device was restored to normal operation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.